Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw detached from the implantable cardioverter defibrillator. The device was replaced. The patient was stable.

Manufacturer narrative:
A device was returned without the right ventricular septum. With the removal of the septum, the setscrew could be removed, or fall out. Without the septum and setscrew analysis of the complaint from the field could not be performed. The device was otherwise normal.